Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
During a pulse generator replacement procedure, lead fracture was observed. It was noted that the lead may have been damaged during the procedure. The lead was explanted and replaced.